Event description:
It was reported that several episodes of vf were noted with an alert of high pacing lead impedance. All episodes were caused by noise on the ventricular channel. Lead fracture was suspected. The lead was explanted.